Manufacturer narrative:
Correction to the initial MDR in block e1- initial reporter first name in section e. Initial reporter. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record review: it was confirmed that the device met manufacturing specification prior to distribution and there were no manufacturing deviations could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review for faradrive steerable sheath clear was completed and confirmed that the event of visible air/bubbles was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established as the device was not returned for analysis; therefore, the reported event was unable to be confirmed. The investigation findings do not lead to a clear conclusion about the cause of the reported event.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath (clear) was selected for use. The faradrive sheath has a broken valve, with air bubbles coming out. This issue was identified during introduction. No patient complications occurred.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath (clear) was selected for use. The faradrive sheath has a broken valve, with air bubbles coming out. This issue was identified during introduction. No patient complications occurred.